Event description:
Patient presented in the clinic for follow-up and high threshold and low sensing were observed. Although, the lead appears to be in the same position as implant via review of x-ray, the physician suspected a micro-dislodgement. The physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.